Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked saline during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage of saline. The customer reported as follows: after catheter placement, the hcp noticed that the fluid was leaking between the catheter and the catheter hub."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly connected to extension tubing and three photos. During the visual inspection, no visible damage was noted to the adapter or catheter tubing. A leak test was performed and leakage did occur from under the nose of the adapter. The reported defect was confirmed. Upon microscopic inspection, a hole was found in the catheter tubing. After removing the adapter from the catheter tubing, a v-shape hole was observed indicating that the needle pierced the catheter wall. The needle can pierce the catheter wall during either use or manufacturing of the device. As the device has been used, bd was unable to determine with certainty whether the defect originated during manufacturing or handling of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked saline during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage of saline. The customer reported as follows: after catheter placement, the hcp noticed that the fluid was leaking between the catheter and the catheter hub."